Event description:
The distributor reported a foreign object was identified in the yellow striped tubing within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: the evaluation has not been completed. A follow-up report will be submitted when the evaluation has been completed.